Manufacturer narrative:
(B)(4).

Event description:
It was reported that an alert for a charge time limit reached was received via remote transmission. Bringing the patient into clinic and running a manual capacitor was suggested. During the follow-up in clinic, manual capacitor maintenance was performed, but did not resolve the issue. Device replacement was suggested. The physician and patient decided to keep the device implanted. The patient did not have any symptoms and will continue to be monitored.